Manufacturer narrative:
Device evaluation: the driver was returned for analysis. Visual examination confirmed approximately 3mm of the instrument tip was broken off. Fracture surface analysis revealed a fairly flat fracture surface and circular material flow; consistent with torsional overload.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that during the final tightening in a plif procedure at l4-l5, while trying to break off the reduction setscrew with the screwdriver, and the tip of the screwdriver was broken. The procedure was completed without any further incident. No patient injury was reported.